Manufacturer narrative:
Other, other text: h3: one cadd legacy plus pump was received for evaluation. The event history log was reviewed and there was no evidence of the reported issue. Three separate delivery accuracy tests were performed and the pump was visually inspected. The reported accuracy issue was able to be confirmed. Delivery accuracy testing found the pump's average delivery error to be out of the published specification of +/-6%. The expulsor assembly will be replaced to resolve the issue.

Event description:
There was no patient involvement.

Event description:
Information was received indicating that a smiths medical pump failed volumetric testing. There were no reported adverse events.